Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment was not returned for evaluation. The reported problem was confirmed with a visual inspection. A visual inspection of the image was conducted and confirmed that only grey mesh was shown. System log files or screen shots were not provided for investigation, as such a thorough investigation could not be performed. Should screen shots or system log files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a cori-assisted tka, while doing tibia painting, the yellow mesh never popped up only grey mesh and there was no way to get it there. The bone model never showed up and the case had to be started over. Surgery was performed after a delay greater than 30 minute, rebooting the same device. No patient complications were reported.